Manufacturer narrative:
The complaint of leakage could not be confirmed from the photograph that was provided for investigation. The photo showed a 22g insyte autoguard IV catheter with evidence of use. What appeared to be blood residue was visible within the blue catheter adapter; however, the image did not support the reported leak or deformation. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the connection was deformed and leaked out after connecting to the infusion line during use.